Event description:
Procedure type: coronary bypass. According to the rptr: during vascular anastomosis, 3 sutures broke in a row. Another device was used to complete the procedure. No bleeding occurred. There was no pt harm. Nothing fell into cavity. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).